Event description:
This is a pt who is status-post hemimaxillectomy in 2004. Post-operatively, they suffered a stroke, and were ordered to have heparin. The abbott plum pumps have recently been upgraded, and an additional step confirming the programming has been added. The nurse programmed the pump to deliver the medication, pressed the "start" button and left the room before the confirmation request came up on the pump. Therefore, the pump did not deliver the medication and was discovered some time later not to be infusing. It is unknown whether there was harm to the pt.